Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six days post implantation of an implantable pulse generator (ipg) system that the right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.